Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-06293 and 2134265-2016-06563. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous and non calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed however, during the first pullback, overload error message repeatedly occurred. The physician tried to initiate the automatic pullback but failed. Reconnection was performed but the issue was not resolved. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.